Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter does not turn on. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 (time not specified). The patient indicated she manages her diabetes with insulin (self adjuster); however, the patient denied taking any action in response to the reported power issue. As a result of the alleged issue, the patient claimed that at an unspecified time she became shaky. According to the csr's documentation, the patient denied receiving medical intervention or treatment after the reported meter issue began. During troubleshooting, the csr confirmed that the batteries in the subject meter did not need to be replaced, the patient was using the correct test strips, and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.